Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
A sensor was returned for evaluation. A visual inspection was performed and it failed with a detached sensor wire. The customer's complaint of a detached sensor wire was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a detached sensor wire occurred. The sensor was inserted into the right groin on (B)(6) 2018. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.

Manufacturer narrative:
Sr: (B)(4).

Event description:
Subsequent to the initial MDR, further contact was made with the patient on (B)(6) 2018. The patient stated that on (B)(6) 2018, the wire was surgically removed. It was indicated that the patient was under a local anesthesia while the surgeon made a 0.5cm cut to open the location of the sensor wire and pulled it out. The patient stated they had received two stitches. At the time of further contact, the patient was doing good. No additional patient or event information is available.